Event description:
It was reported that the user experienced episodes of high and low blood glucose while using the ilet bionic pancreas with a dexcom g7 sensor, including lows before lunch and dinner that were treated with juice and food, followed by meal announcements approximately 10 minutes after eating. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education. Investigation included review of device-reported data and user counseling on treatment of low glucose before meal announcements. Investigation of this case revealed no device malfunction, with patterns consistent with user timing of treatment and meal announcements contributing to glucose excursions. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to use factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.